Event description:
Surgical procedure was canceled, before anesthesia was administered, due to extracorporeal shock wave lithotripsy (eswl) machine unable to triangulate patient's stone. X-ray technician attempted to troubleshoot machine and called company for assistance, but still unable to get eswl device set to deliver effective shockwaves. Doctor talked to patient and aborted procedure.